Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation. Engineering was able to visually confirm the complainant's experience of the bent trocar. Upon closer inspection, engineering noticed fragmentation of the obturator shaft. The likely root cause of the bent trocar is due to excessive force during insertion. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the initial and final report. Based on the description of bent cannula and obturator during initial intake of the complaint, the event was not reportable as it was unlikely to cause or contribute to death or serious injury. After engineering performed their evaluation, the event is now reportable.

Event description:
Procedure performed unknown - "trocar bent during placement on the patient." Patient status: unknown.